Event description:
It was reported that during a bph surgical procedure, at 115,225 joules; 14:46 minutes of use, the fiber was loose. Additionally it was reported that the "fiber tip came off in patient but could be recovered fine." The case was completed with a second fiber. Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.